Event description:
The physicist was testing the clinac's characteristics and detected "abnormal" symmetry errors during these tests. These errors were intermittently detected by the hosp's monitoring equipment in two electron energies but not by the clinac's interlock mechanism. There was no pt involved in this event. If beam symmetry is outside of specs during treatment the beam profile could be incorrect, potentially causing treatment delivery to vary from the prescribed dose distribution.

Manufacturer narrative:
The observations reported by the facility could not be duplicated or reproduced during subsequent investigations by varian service representatives. This error has not recurred since the original event (in 2007). This issue is still under investigation. A supplemental MDR will be sent when the investigation is complete.